Event description:
It was reported that the atrial lead exhibited sensing issues. During an attempt to reposition the lead, the lead became entangled in the superior vena cava (svc) and it was no longer possible to advance the lead in order to reposition it. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.